Event description:
It was reported that the ventilator failed pressure transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and safety valve test during pre-use check. Our field service engineer has investigated the reported ventilator on site. To resolve the issue he replaced the control printed circuit board (pcb) and reloaded 7.00.08 software. Removed, cleaned, and reinstalled safety valve in the inspiratory pipe. Also checked and adjusted nozzles for both gas modules. The replaced control pcb has been sent back for investigation. The replaced control pcb has been tested in a ventilator. It passed the pre-use check several times. No abnormal found during ventilation for 1 week. It passed several pre-use checks after the ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).